Event description:
While performing function check, technician observed that when brakes applied, the brake and brake steer casters would not roll, but would ratchet side to side when bed was pushed. He replaced brake and brake/steer casters to resolve.